Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient administered insulin, but blood glucose levels remained high. The patient went to the hospital. The pump was removed and she stayed in the hospital for six days. The patient did not have an infection, but was treated with antibiotics as a preventative measure. Blood glucose levels obtained at the hospital or other treatments received are unknown.